Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, excessive time was required to download stored data from the pulse generator. Interrogation was successful.